Event description:
The reporter stated that he had done a blood glucose test at 5:30 a.m. And got a reading of 91 mg/dl. At 7:30 a.m. He did back to back testing, within 10 minutes, and got results of 498, 217 and 306 mg.dl. He did not have any control solution for testing. The reporter stated that he did not have any symptoms, and he did not allege harm.